Event description:
It was reported that the user experienced hyperglycemia while connected to the ilet after hospital reconnection, with a hospital fingerstick of 585 mg/dl and a subsequent fingerstick of 495 mg/dl; the system had delivered less than 1 unit in the prior hour as it began automatic corrections, and education was provided that ilet issues correction doses every five minutes and is designed to reduce glucose gradually. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and hospital. Investigation of this case revealed no device problem and identified a usage problem, characterized as improper or incorrect procedure or method, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.